Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. The additional devices referenced in b5 are being filed under separate medwatch reports.

Event description:
It was reported this was an arteriotomy closure of the left and right common femoral artery using the pre-close technique via a 6f sheath prior to an endovascular repair of bifurcated bilateral aortoiliac aneurysm procedure. Reportedly, with four proglide devices, a suture break occurred after removal of the plunger. The procedure was continued and performed openly. The sheath was upsized to 18f and the procedure was completed. Hemostasis of both access sites was achieved via manual suturing. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Event description:
It was reported this was an arteriotomy closure of the left and right common femoral artery using the pre-close technique via a 6f sheath prior to an endovascular repair of bifurcated bilateral aortoiliac aneurysm procedure. Reportedly, with four proglide devices, a suture break occurred after removal of the plunger. The procedure was continued and performed openly. The sheath was upsized to 18f and the procedure was completed. Hemostasis of both access sites was achieved via manual suturing. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
Visual analysis was performed on the returned device and the reported suture detachment was observed as a needle to cuff mis. Production record and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. The investigation determined that the reported difficulties and subsequent treatment appear to be related to an interaction of the device with patient anatomy or inability to maintain position/stability of the device during deployment due to circumstances of the procedure. Based on the reported information and results of the complaint investigation there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. D4: corrected lot number from 5031241 to 5010741. D4: corrected expiration date from 1/31/2027 to 11/30/2026. D4: corrected primary UDI number from (B)(4). H4: corrected device mfg date from 3/12/2025 to 1/7/2025.